Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the seal of the trocar breaks when entering instruments. The pneumo breaks when a unit was entered.